Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "headache, shakiness, clamminess" and was unable to self-treat. Customer required third-party intervention by customer's kids who provided juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "headache, shakiness, clamminess" and was unable to self-treat. Customer required third-party intervention by customer's kids who provided juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (b)() has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is therefore nonconfirmed. All pertinent information available to abbott diabetes care has been submitted.